Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 423 mg/dl. Customer stated that her batteries die very quickly. Customer tries to change the batteries but the pump will not come back on. Troubleshooting was performed. Customer tested with a new (B)(6) alkaline battery and the display returned. Customer also received a failed battery test alarm. Customer will be sent a replacement battery cap as a courtesy. Customer checked to make sure the battery slot is aligned horizontally with the pump. Customer did not receive another failed battery test alarm. Customer was advised to monitor the pump. Customer declined troubleshooting for a weak battery alarm because she is at work. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.